Event description:
A home pt contacted baxter's tech service ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 3/3 of her automated peritoneal dialysis therapy. Per initial report, the home pt found a hole in the pt line. Baxter's tech service ctr assisted the home ptt in ending the therapy early. No pt injury or medical intervention was associated with this incident per the home pt's nurse.